Manufacturer narrative:
No product was returned for evaluation. Device history record review was not possible since no lot number was provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report numbers: 2648988-2019-00039, 2648988-2019-00020, 2648988-2018-00012, 2648988-2019-00043, 2648988-2019-00044, 2648988-2019-00045, 2648988-2019-00046, 2648988-2019-00047, 2648988-2019-00048, 2648988-2019-00049, 2648988-2019-00050, 2648988-2019-00051, 2648988-2019-00052, 2648988-2019-00053, 2648988-2019-00054, 2648988-2019-00055, 2648988-2019-00056, 2648988-2019-00057, 2648988-2019-00058, 2648988-2019-00059, 2648988-2019-00060, 2648988-2019-00061, 2648988-2019-00062, 2648988-2019-00063, 2648988-2019-00064, 2648988-2019-00065, 2648988-2019-00066, 2648988-2019-00067, 2648988-2019-00068, 2648988-2019-00069.

Event description:
This is 1 of 28 reports. A customer reported that a patient's external ventricular drain (evd - unspecified limitorr) was transduced at 1500 and the transducer was intact. A phone call from the nurse was received that she would be up to do a (transcranial doppler)tcd on the patient. The customer found the (head of bed) hob was changed and the nurse was completing tcd. The evd buretrol was full to 19 and it was open. The nurse was asked who helped her moved the evd and she stated that she clamped it and moved it on her own. The transducer was hanging off the buretrol. The actual male end was off the buretrol that was twisted into the transducer and it was snapped off. The date of the event was reported as (B)(6) 2018.